Event description:
It was reported during an open bowel procedure, during the messentery take down, the clips would not close tightly. Another applier was opened to complete the case. There were no consequences to the pt.